Event description:
It was reported that a patient. Who was receiving v.a.c. Therapy for a dehisced surgical wound, allegedly tripped on the v.a.c. Therapy tubing and fell. The patient allegedly sustained a broken left ankle, which required surgery for placement of a pin to repair and stabilize the broken ankle. In 2009, the nurse stated that the patient's ankle had healed and the patient was stable.

Manufacturer narrative:
V.a.c. Labeling states, "wrap any excess tubing into a bundle and put the tubing into the tubing storage pocket on the bottom of the carrying case." In addition to the text, a pictorial illustration is also provided. V.a.c. Labeling also warns, "excess tubing may present a tripping hazard. Ensure that excess tubing is stored in the tubing pocket and is out of areas where people may walk." Although no device malfunction was reported, the alleged event is being reported as the patient required surgical intervention to resolve the condition.